Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the left main coronary artery occurred. The patient was taken for surgical repair of the artery. The catheter was disposed of at the facility and subsequent attempts to obtain additional information have been unsuccessful. Note: the specific catheter from this multi-pak in use at the time of this incident was not reported.